Manufacturer narrative:
The reported event of failure to extend helix was confirmed while the reported event of high pacing threshold was not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood. X-ray showed that the inner coil inside the connector region was over-torqued consistent with procedural damage. The cause of the reported event of failure to extend helix was isolated to the helix clogged with blood and over-torque of the inner coil. Electrical tests and x-ray examinations found no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold and the helix failed to extend after multiple attempts to screw the lead. The rv lead was not used and replaced during the procedure. The patient was stable throughout.